Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device would not turn on.

Manufacturer narrative:
Additional information: d10 corrections: g4, h3, h6 (method, results, conclusion) the customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(4) was performed from (B)(6) 2019 to (B)(6) 2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device would not turn on.